Event description:
It was reported that prior to a coronary stenting treatment procedure, stent damage was observed. During preparation, a 2.25x28mm promus element stent was observed having irregularity and coarse edge on the tip. The procedure was completed with another same size promus element stent. There was no patient complications reported and the patient condition was stable.

Event description:
It was reported that prior to a coronary stenting treatment procedure, stent damage was observed. During preparation, a 2.25x28mm promus element stent was observed having irregularity and coarse edge on the tip. The procedure was completed with another same size promus element stent. There was no patient complications reported and the patient condition was stable.

Manufacturer narrative:
Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: examination of the returned device identified stent damage. Several rows of struts from the proximal end of the stent were bunched together. The stent was damaged in several areas along its length. The stent had moved distally on the balloon, with the distal end of the stent resting on the tip. The balloon was found to have the stent impressions on it and pillowing of the balloon indicating that the stent was crimped per process in the correct location during manufacturing. The balloon was tightly wrapped and was not subjected to any positive pressure. No issues were noted with its profile that could have potentially contributed to the complaint incident. Kinks were identified in the inner and outer lumens. This type of damage could be caused by excessive force being applied during guidewire removal. Several kinks were identified along the hypotube. This type of damage is consistent with excessive force being applied to the delivery system. Solidified contrast media was present within the entire length of the inflation lumen, therefore indicating the device had been prepped for use. The device was returned inside a guide catheter with a haemostatic valve attached. The device could not be removed from the guide catheter due to the proximal stent damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).